Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The moderately calcified target lesion was located in the mid left anterior descending artery (lad). A 10mm x 3.00mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the first inflation at 3 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any issue and the procedure was completed with a non bsc device and a different size successfully. No patient complications were reported in relation to this event.